Event description:
A report was rec'd that the pt is experiencing pocket pain that has been increasing gradually for the past few weeks. The physician gave the pt a pain injection which resolved the pain. The physician believed the pain may be caused by the ipg rubbing against the pt's skin.